Manufacturer narrative:
Device trace download analysis confirmed the device alarmed power loss alarm and replace battery now alarm. The power management tool confirmed power loss alarm and replace battery now alarm was triggered when the backup battery loaded voltage was less than 3.5 volts for four connector on electrical board, the device was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed replace battery now without prior low battery alarm. The customer¿s blood glucose level was unknown at the time of the incident. This is the second occurrence of replace battery now without a low battery warning. There is no indication of issue being resolved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is expected to be returned for analysis.